Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed, that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation. It was confirmed, that no image was displayed, due to a faulty light source cable. Hence, it was determined, that the device did satisfy its performance and specifications since the issue occurred, during pre-use inspection. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no scope image on the monitor. The issue occurred during preparation for use. There were no reports of patient harm.